Event description:
It was reported that the system 2500 would not operate properly from the footswitch creating delay. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was found that the footswitch was not properly attached. It was further determined that the output tracking was not operating as intended possibly creating higher dose than expected. The tracking was adjusted into specification. The system was tested and found to be working as intended and placed back into service.